Manufacturer narrative:
The customer¿s report that the neutraclear¿s orange piston remained depressed was confirmed. Visual inspection observed that the connector was heavily contaminated with dried blood within the component body and on the exterior. Functional testing was performed and it was observed that the piston remained depressed, confirming the customer¿s report. After opening the connector body and cleaning the interior of the device, the customer event (recessed piston) could no longer be replicated. The root cause for the recessed piston could not be definitively determined.

Event description:
The customer reported that the neutraclear's orange piston remained depressed after use and began leaking with the patient's blood backing up into the line. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the neutraclear's orange piston remained depressed after use and began leaking with the patient's blood backing up into the line. There was no patient harm.